Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 device was returned for evaluation. Kinks were noted throughout the balloon. An in-house presto inflation device was used to inflate the balloon, and a leak was noted to the balloon. Under microscopic observation, a longitudinal rupture was noted to the balloon. Therefore, the investigation is confirmed for the reported inflation issue and identified material rupture as a longitudinal rupture was noted to the balloon due to which the balloon would have been unable to be inflated. The investigation is also confirmed for the identified material deformation as kinks were noted throughout the balloon. A definitive root cause for the alleged inflation issue, identified material rupture and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly cannot be inflated up to 3 - 4 atm. There was no reported patient injury.